Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving fentanyl 2400 mcg/ml at a dose of 500 mcg per day and marcaine 10mg/ml at a dose of 2.082 mg per day via an implantable pump for non-malignant pain. It was reported the patient was not getting good relief from their waist up; however, the onset was not specified. Discrepancies increased over time. There were no environmental, external or patient factors that may have led or contributed to the issue that were provided. A dye study was done without aspiration. A placement of a new catheter occurred at t7. The issue was considered resolved at the time of report. The patient's status at the time of this report was listed as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.